Manufacturer narrative:
Na

Event description:
The customer reported that when the audible alarm activated on the ventilator, the facility remote nurse call did not alarm. The ventilator was not in use, therefore, there was no patient harm or involvement. During evaluation of the ventilator, the respironics service technician reported finding the remote alarm connector on the main pcb was loose. The service technician replaced the main printed circuit board (pcb) to correct the customer reported problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications. Factory failure analysis of the main pcb confirmed the customer reported problem was caused by broken solder connections on the connector pins.